Manufacturer narrative:
A supplemental is being submitted for additional information. Updated fields: b5. Desc evt problem additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that as the infection proved difficult to treat, a pump replacement was performed. No bacteria were detected in blood cultures or other tests, and there were no definitive results to confirm an infection. The condition of the surgical site showed little improvement, and moderate aortic valve regurgitation was present, requiring therapeutic intervention. As a result, a pump replacement and avp (aortic valve procedure) were performed. The ventricular assist device (vad) was explanted and replaced with a competitor's product.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Analysis of the available autologs report did not reveal any anomalies. Per the instructions for use, driveline infection is a known potential complications associated with the implantation of a vad. There was no evidence of past similar adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was returned for evaluation. No device malfunction was reported against (B)(6); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the available autologs report revealed no anomalies over the analyzed period. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complications associated with the implantation of a vad. There was no evidence of past similar adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Analysis of the available autologs report did not reveal any anomalies. Per the instructions for use, driveline infection is a known potential complications associated with the implantation of a vad. There was no evidence of past similar adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to a driveline infection. The infection has reached the rectus abdominis muscle, and debridement was recently performed (exact date unknown). After 2-3 weeks of treatment, a pump exchange will be considered depending on the infection status. The vad remains in use.